Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device delivered inappropriate high voltage (hv) therapy. No further information available.